Manufacturer narrative:
Siemens is in process of evaluating the process. The root cause for the event is unknown.

Event description:
Poc coordinator at (B)(6) has reported discordant high sodium results for one particular patient in their ICU. This patient was admitted after overdosing on multiple substances. Customer indicated that these discordant high sodium results appear to be random as other samples run from this patient give sodium results which match the laboratory results. Customer confirmed that no other patients in ICU have had potential discordant results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens analyzed the instrument files. There were numerous instances of benzalkonium interference found in analysis of the files that was consistent with the timing of the patient in question being tested. The rp500 operator's guide lists benzalkonium as a known interferent on the na+ sensor.